Event description:
The patient reportedly has been a non-user of cochlear implant due to unresolved intermittency difficulties. The patient's family member indicated that the patient experienced (date not given) an overly loud sensation while using sound processor. In 2003 the patient was seen at the center for device evaluation. One month later, the patient was seen by a company representative for device evaluation. External equipment was exchanged. Testing conducted confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.